Event description:
It was reported that this right atrial (ra) lead exhibited dislodgment, pacing not delivered when required and undersensing. Subsequently, a revision procedure occurred. This ra lead was explanted and successfully replaced. The patient was given antibiotics and no other additional adverse effects were reported.

Manufacturer narrative:
This ingevity lead was returned intact to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/body fluid in helix housing and tissue entwined in the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead exhibited dislodgment, pacing not delivered when required and undersensing. Subsequently, a revision procedure occurred. This ra lead was explanted and successfully replaced. The patient was given antibiotics and no other additional adverse effects were reported.